Event description:
Heart valve was implanted in pt on 11/6/96. Following implantation, the pt came off bypass without difficulty. Surgical areas were inspected and found to be hemostatic. Early, the morning of 11/7/96, the pt became hypertensive, then acutely hypotensive with large amounts of blood coming out the chest tube over a short interval. The pt was returned to the operating room where a 1 cm. Transverse split was seen in the allo-graft conduit. The affected area was controlled with sutures backed by teflon felt. Pt was transferred to intensive care in critical condition. Post operatively the pt developed mediastinitis, which neccesitated extensive debridement and coverage with muscle flap. Right ventricular damage neccesitated the temporary installation of a right ventricular assist device. Cultures taken revealed gram-negative rods. This pt's condition continued to deteriorate and he expired on 11/22/96. There was no autopsy performed per the family's request. The death certificate documents the cause of death as arrhythmia, septic shock, encephalopathy, candida endocarditis (this was the admission diagnosis), fungal bacteremia and central nervous system injury secondary to hypoperfusion.